Manufacturer narrative:
Investigation summary: photos and samples were received. Upon visual evaluation of the images, poorly assembled stopper. Physical samples were evaluated and there were two with poorly assembled stoppers. Poorly assembled stopper is associated with misalignment of the dials on the transfer discs and malfunction of the plunger-stopper assembly, damaged barrel is associated with sensor failure mechanism responsible for detecting errors.

Event description:
It was reported that 1 bd general purpose luer-lok¿ syringes experienced a defective stopper. The following information was provided by the initial reporter: stopper defect.

Event description:
It was reported that 1 bd general purpose luer-lok¿ syringes experienced a defective stopper. The following information was provided by the initial reporter: stopper defect.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.